Event description:
It was reported that the needle could not be retracted after the second treatment. Manual retraction was used, but the button fell off after the needle was retracted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the needle could not be retracted after the second treatment. Manual retraction was used, but the button fell off after the needle was retracted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, the manual needle retraction failure could not be confirmed, as the retraction button was not returned. The device passed the mechanical testing, the needle retracted and deployed, and the function of the buttons worked as intended. A lab replacement syringe was used for functional testing. The device passed functional testing, the device performed prime, pretreatment, and 5 full treatments without any issues or errors. Based on evaluation, the product operates as intended with no issues. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.